Event description:
I had essure implants placed in 2008. I breastfed so I did not have a cycle until a year after. I noticed immediately excessive bleeding and pain I had not had since I was a teenager. My family has a history of nickel allergies. My blood runs acidic according to recent blood test. My pain has become so significant that I have had to stop working. And have been diagnosed with eds. I have joint pain, and all the other symptoms I've seen listed. All I want is somebody to remove them. I have medicaid but I doubt it will pay for it. I will not live with this pain much longer. If I die, I believe bayer be charged with negligent homicide. Seeing as they were working with the nazis doing research, I don't know why they weren't charged with war crimes. I guess they have so much money they can defend themselves. All I ask is that they pay to have them removed. My daughter is 16 now and we are going to be homeless because I can't work. I have to change my tampons every 30 minutes four up to 4 to 5 days. I just got done bleeding 5 weeks straight. As a therapist my groups last approximately an hour. Do you know how humiliating it is to have blood leak through in front of patient at a psychiatric hospital? It happens with the heaviest tampax and thickest pads. My memory has also been significantly impaired and my joints hurt and are constantly going out of place now. I'm dizzy and off balance all the time. All I want is for them to be removed by a microsurgeon who knows what he's doing because of the complications of a regular hysterectomy due to the microscopic nature of these implants. My implants were placed by dr brennan at cornerstone women's clinic. I believe I was the first person he put them in, as he had a bunch of residents in there who I had not previously been made aware would be there. I cannot work anymore. So few of these implants were done in arkansas that none of the doctors know anything about them and will not validate my concerns. I have been asking for help since 2009. My family has a history of nickel allergies. I have not been able to have a social life due to the pain and anxiety and depression that set in afterwards. I have requested them to be removed and no one will listen. I did not receive any information about the class action suit and was in grad school too busy to be researching stuff like that when the suit occurred. I approached attorneys who were advertising that they would help. They said they could not. I would call that false advertising. All I want is a micro surgeon specializing in the removal of these to remove them. That's all I'm asking for. I'm not asking them to compensate me for the 15 years of pain and emotional distress that this is caused me. It is caused me to have to isolate from my family because I could not go to events due to it. It has devastated my life. Bayer knew about these side effects as evidenced by been trying the procedure in australia first and all the problems there. I thought our FDA was here to protect us. The evidence was out there on australian medical sites and the FDA did not put a stop to this. I think this is negligent homicide. Or it will be if I continue the way I am without having them removed. I will not give up until somebody helps me. I feel like I'm dying. I have nothing to lose. I don't have money. I am a social worker. I'm sure you're familiar with how relentless we are. And since I can no longer work, I have plenty of time to dedicate to getting this issue resolved. I would appreciate some compassion and a show of humanity in helping me with this. Joint pain, dizziness, severe pain in regions where my ovaries and tubes are. Any pressure, such as needing to defecate or having sex increases the pain to where I cannot stand up straight. I am no longer able to be intimate. When I look up symptoms associated with essure, I have all of them. Genetic test show I am an ultra rapid processor of serotonin and an ultra slow processor of dopamine. Those tests were done in 2020/ 21. Since the essure procedure I've had so much trouble focusing that they've had to put me on adderall. And I've had bouts of shingles since the procedure. The doctor gives me xanax to decrease stress so that the shingles does not come back. I do not know how many times I have experienced shingles, as the onset of it has happened so frequently. Now I'm allergic to animals and foliage. I cannot mow the lawn without taking benadryl and wearing a mask. Flu shots. Over the counter and prescription allergy medicines cause headaches. I was given a medication to help with bladder control because I started having bladder problems after the essure procedure. Whatever they gave me caused severe migraines. I have migraines associated with fluorescent lights and problems with my vision, dizziness and equilibrium since essure. And pain. I I'm not sure of the actual date of the procedure. Only that I had it approximately 3 months after I had my daughter on (B)(6) 2007. The implants occurred once I healed from the pregnancy which was delivered vaginally and the x-ray test occurred 3 months later, I believe. It showed no leakage. It was at baptist medical health center in little rock. I struggle to eat because of nausea and vomiting and diarrhea. I have lost 10 pounds in a week this month. Over the past year I have lost 50.